Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Upon investigation, it was discovered that the surgeon side console (ssc) somehow downgraded itself from version 1.2.0 616 to 1.2.0.613. Fse reprogrammed the console to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site experienced a non-recoverable 297 error on the system. The logs indicated both 297 and 311 errors, which pointed to the console. The technical support engineer (tse) instructed the site to perform a hard restart, but this did not resolve the issue. Subsequently, the site was advised to shut down the system, disconnect the console 1, and then restart the system. The procedure was completing as planned with no reported injury.